Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with the operating currents within specification. The pump passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 23, pump error 49 or pump error 68 was noted during testing. The pump was received with a cracked select button keypad overlay, a missing display window cover and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had multiple pump error alarms on their device. The customer's blood glucose level was reported to be 430.2mg/dl. It was reported that the pump would be replaced and returned for analysis.